Manufacturer narrative:
UDI (ui): (B)(4).

Event description:
The patient was hospitalized with syncope malaise due to rv lead sensor malfunction, which was resolved without sequelae via device reprogramming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The rv lead was explanted and replaced.